Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers:1221359-2022-01146 through 1221359-2022-01307. Patient ID:(B)(6).

Event description:
The customer reported 162 false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient one hundred fifty-six (156) and is one hundred fifty-six (156) of one hundred sixty -two (162). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab (miraclean technology co ltd). Pcr confirmation testing was performed using (cepheid platform) generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166535 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166535, test base part number 190-430 / lot m166535. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR numbers: 1221359-2022-01146 through 1221359-2022-01307.